Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "system very noisy during vitrectomy" (ambient noise issue). A nurse reported during a secondary intraocular lens (iol) procedure and an anterior vitrectomy, the unit made a low pitched sound. The noise did not affect the case. The case was completed without delay. Additional info was received from the nurse reporting the vitrectomy was anticipated due to case complications. A returned questionnaire indicated the surgeon did not feel any alcon products attributed to the anterior vitrectomy that was performed. The case was scheduled as a secondary iol with possible anterior vitrectomy.